Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited far r-wave over-sensing. Corrective programming changes were made. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.